Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device came apart before use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood was observed. The silicon on the cold jaw was peeled and parts were missing at the tip of the jaw. The heater wire was intact and not flexed away. A visual inspection was conducted. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint is not confirmed for the reported failure mode "bent; heater detached" but confirmed for the analyzed failure modes of "peeled insulation" and "bent shaft". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws of the device came apart before use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.